Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated that the distal conductor of the lead became extrinsically distorted due to pulling/stretching/overstress. The inner insulation of the lead became extrinsically distorted due to pul ling/stretching/overstress. The proximal conductor of the lead became extrinsically distorted due to pulling/stretching/overstress. The outer insulation of the lead became extrinsically distorted due to pulling/ stretching/ overstress. Visual summary analysis of the lead indicated damage at implant. Visual summary analysis of the lead indicated stretching. Analyst noted that the lead was returned stretched from origin length 52cm to 54cm. A stretched lead may not fully transfer torque to the helix when turning the is-1 connector pin.

Event description:
It was reported that during the right ventricular (rv) lead implant procedure, placement difficulty was encountered "due to the grip when the lead was placed". The rv lead was removed and replaced with a different lead. After removal of the rv lead from the patient's body, observation noted that the tip could not be retracted. No patient complications have been reported as a result of this event.